Manufacturer narrative:
Radiographic image review states, lateral view of balloon kyphoplasty intra-op at t level shows 1 balloon inflated. Lateral view of both balloons appears inflated. Access needles and balloons removed. Radiopaque contrast is seen in vertebral body. Antero-posterior view of 1 <(>&<)> 2 shows balloons exploded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G2: country of origin is france g4: this product is not approved for sale in us but a similar device with catalog# kex152eb, 510k # k123771 and UDI (B)(4) is approved for sale in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that when the physician inflated two balloons, they burst at 220 psi while in contact with the fracture of the superior vertebral endplate. Prior to bursting, the balloons were squached and unable to raise the upper vertebral plateau. And due to the chape of the balloons, it caused leaks at the level of the vertebral walls which subsequently led to cement leaks. The product was discarded. No patient complications have been reported as a result of this event.